Manufacturer narrative:
The following functional tests were performed: results of functional testing indicate that speaker had no sound in mt56060 tool, and speaker was defective. The device was repaired and was returned to the customer and the salesforce repair case was closed. The speaker has been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
Philips received a complaint from the customer on the mx40 1.4 ghz smart hopping indicating a speaker malfunction error. Audio was not confirmed. The unit went to bench repair for further evaluation. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker malfunction. The device was not in use on a patient at the time of event, there was no adverse event reported.